Event description:
On (B)(6) 2011, a knifelight was used by the surgeon during a carpal tunnel procedure. While using inside the pt, the knifelight broke.

Manufacturer narrative:
Investigation in progress but not yet complete.